Manufacturer narrative:
The complaint sample has been requested but not yet received. A review of the manufacturing records is in progress. Based on all available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A physician reported that a patient experienced a burn after undergoing a thermage treatment on the face and neck area. No post-procedure treatment was noted for the event. The current status of the patient is reported as swelling and scabbing and the possibility of a permanent scar is unknown at this time. The two available images were reviewed. The first picture inflammation, redness, and small blisters are visible on the left lower face and upper neck area. In the second picture, crusted lesions are scattered on the left lower face and upper neck area. No system errors occurred during the treatment and this was the first time the treatment tip was used. The highest energy level used was 4.5. The treatment tip was inspected before use and after every 5 pulses during the procedure, nothing abnormal was noted.

Manufacturer narrative:
An evaluation of the treatment tip has been completed. The tip passed thermistor and visual testing. The tip failed leak testing. Functional testing was not performed as the tip was expired. A review of the manufacturing records was completed and showed all requirements were met. Based on the service evaluation of the data, the treatment tip, the hand piece and system performed as expected. Based on the available information, burns and blisters are known possible adverse patient reaction to thermage flx treatment.